Event description:
Per the clinic, the patient experienced pain around implant site leading to device non-use. Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.